Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating with refrigerator. Customer tried to reboot the system, but the issue remained unresolved. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager had intermittent failures in the main and test application. A field service engineer (fse) applied conductive grease to the spade connectors on the latch resolve the issue. After repair, fse could not create an error or failure in the main or test application. The system functioned as intended after the field service engineer repaired the device.